Event description:
It was reported a month after having the implantable neurostimulator (ins) implanted ((B)(6) 2014) she had trouble connecting and getting the ins to charge. It reportedly ¿quit on her.¿ it was noted the patient was not feeling stimulation and the battery was not low ¿at the time.¿ it was reported the patient was in the physician¿s office and met with a manufacturer representative (rep). The rep¿s device wouldn¿t connect. At that time the patient¿s husband got sick and she was unable to recharge for a couple months. The patient had an appointment with her health care provider (hcp) tomorrow. It was reported the patient¿s implantable neurostimulator (ins) overdischarge was suspected. Problems with recharge coupling and patient compliance were the primary reasons for overdischarge. The patient experienced no stimulation sensation and a loss of therapeutic effect. Additional information received reported ins had its first confirmed overdischarge. A physician mode recharge (pmr) was not performed. The antenna locator was used to find the best spot for the recharger and recharging of the battery was initiated. No diagnostic testing or troubleshooting had been performed but would be in the future. The patient experienced less than 50% therapy relief and pain on the right side of the implant. The patient had not charged her device in a while and had some difficulty getting correct stimulation in the past. The patient¿s status was noted to be alive with no injury additional information received reported the rep saw the patient later in the day and the power on reset (por) was reset and the patient was successfully reprogrammed. The patient was doing well with good relief and would call the rep if she needed anything else.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).